Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that ¿spare lamp¿ was displayed because the lamp did not light due to faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of light not coming on was confirmed. The device evaluation found that a faulty main board worked intermittently which caused the light not to come on. In addition, the front panel mouth was cracked and corrosion was found in the scope socket tubing the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the xenon light source lamp does night ignite even after being prompted to change the bulb. The issue was found during preparation for use for a therapeutic colonoscopy/esophagogastroduodenoscopy. The procedure was completed by moving to a different procedure room. There were no reports of patient harm.